Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had to seek medical attention because of a pod that gave them low blood sugar levels. The paramedics were called and took the patient to the hospital. The patient stated that they were given a glucagon injection at the emergency room. Pod was disposed of.